Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose. The customer's mother reported that they went to seizure. The customer's mother reported that they called the emergency medical services and they gave glucagon shot. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 130 mg/dl at the time of call. The customer's mother stated that they treated the low blood glucose with glucose tablets. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that they think that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered properly. No bolus anomaly, basal anomaly or daily total anomaly noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.